Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reported in b5, the device evaluation found the following: suction cover had a crack, switch 1 had a pinhole, switch 2 had a pinhole, indication on grip was unclear, indication on the flexibility adjustment ring was unclear, plug unit was damaged, suction connector had corrosion due to water leakage, plug unit had corrosion due to water leakage, circuit board unit in suction connector had corrosion due to water leakage, cable unit has corrosion due to water leakage, due to burn on plastic distal end cover the insulation resistance value at distal end does not meet the standard value, due to wear of angle wire the bending angle in up direction does not meet the standard value, due to deterioration of braid of bending tube the tightness of the braid had become uneven, plastic distal end cover has a crack, light guide lens has a crack, adhesive on bending section cover has wear, and due to clogging of jet tube in control unit the water cannot be supplied. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had no picture. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable event was found: the jet tube had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.